Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The pump involved in the reported incident was not returned for evaluation. The logs were provided for review. The log review shows on (B)(6) 2021 and 10:05pm an infusion start of 250ml/hr. At 10:40pm an air alarm stopped the infusion with a volume infused to 147.18ml. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: an infusion was started, the pump displayed it was running without alarms, and the pump continued to display it was infusing for an extended period of time. When an air alarm occurred near the end of the infusion the nurse noticed that the IV bag hanging was still full, when it should have been near empty. She reconnected to a new pump and infusion completed.